Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was damaged and stretched. It could not be determined when this damage occurred. A leak test found no signs of leakage in the fluid path. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod their blood glucose level had rose to 390 mg/dl. The patient received bolus doses of insulin but their blood glucose level did not decrease. As treatment, the patient applied a new pod and drank water.